Event description:
Boston scientific received information that this patient was lost to follow-up and upon interrogation it was noted that the pacemaker had reached end of life (eol) earlier than expected. Output were not currently programmed high, but it was uncertain if they had been programmed higher in the past. It was also noted that the patient paces approximately 88 percent of the time. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device did not meet expected longevity. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, which caused the field allegation of earlier than expected battery depletion.